Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1819735) on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("positive allergy to nickel") and urinary tract infection ("numerous urinary tract infections") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included non-smoker and abstains from alcohol. On (B)(6)2016, the patient had essure inserted. In june 2018, the patient experienced urinary tract infection (seriousness criterion medically significant), abdominal distension ("swollen and bloated stomach very regularly"), amnesia ("increasing memory loss"), insomnia ("insomnia") and fatigue ("intense fatigue"). In 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), back pain ("lower back pain regularly (every 10 days)"), fungal infection ("mycoses"), nausea ("nausea"), metrorrhagia ("unexplained bleeding between periods") and menorrhagia ("an increase in blood loss during my periods"). On an unknown date, the patient experienced pelvic pain ("pelvic pain that became long-term"). The patient was treated with surgery (removal scheduled for december 2018). At the time of the report, the allergy to metals, urinary tract infection, abdominal distension, amnesia, insomnia, fatigue, back pain, pelvic pain, fungal infection, nausea, metrorrhagia and menorrhagia outcome was unknown. The reporter considered abdominal distension, allergy to metals, amnesia, back pain, fatigue, fungal infection, insomnia, menorrhagia, metrorrhagia, nausea, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("positive allergy to nickel") and urinary tract infection ("numerous urinary tract infections") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included non-smoker and abstains from alcohol. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2018, the patient experienced urinary tract infection (seriousness criterion medically significant), abdominal distension ("swollen and bloated stomach very regularly"), amnesia ("increasing memory loss"), insomnia ("insomnia") and fatigue ("intense fatigue"). In 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), back pain ("lower back pain regularly (every 10 days)"), fungal infection ("mycoses"), nausea ("nausea"), metrorrhagia ("unexplained bleeding between periods") and menorrhagia ("an increase in blood loss during my periods"). On an unknown date, the patient experienced pelvic pain ("pelvic pain that became long-term"). The patient was treated with surgery (removal scheduled for (B)(6) 2018). At the time of the report, the allergy to metals, urinary tract infection, abdominal distension, amnesia, insomnia, fatigue, back pain, pelvic pain, fungal infection, nausea, metrorrhagia and menorrhagia outcome was unknown. The reporter considered abdominal distension, allergy to metals, amnesia, back pain, fatigue, fungal infection, insomnia, menorrhagia, metrorrhagia, nausea, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.